Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that patient's pacemaker was in backup mode. No intervention or patient condition was reported. The patient condition was not known.

Event description:
It was reported that patient's pacemaker (pm) was in backup mode due to patient home monitor was too far away from her bed and it kept pinging her device and therefore our it into backup mode the pm was reprogrammed back to normal mode. The patient was stable throughout.